Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The service technician reported that during preventive maintenance the touchscreen was found to be unresponsive. The service technician verified the reported problem. The unit was not in use on a patient. The service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
G4: 10may2020 b4: (B)(6)2020. Correction submitted to correct the complete state of the report when an initial was originally reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020, b4: 29jul2020. Failure analysis on the returned touchscreen shows that the reported complaint touchscreen failed, and not responding is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.